Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ the tube was pressurized instead of having vacuum resulting in blood and air being forced towards the patient vein during blood collection. The event occurred 15 times and the sample needed to be recollected. There were no other health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® sst¿ the tube was pressurized instead of having vacuum resulting in blood and air being forced towards the patient vein during blood collection. The event occurred 15 times and the sample needed to be recollected. There were no other health consequences or impacts reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 20-sep-2024. Investigation summary bd received 66 customer samples for investigation. Twenty (20) of the samples were randomly selected for evaluation by functional testing and the indicated failure mode for pressurized tube with the incident lot was not observed. Additionally, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to pressurized tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode pressurized tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.